Event description:
After getting allergan breast implants, I developed severe health issue: muscle and joints pain, weight gain and inability to lose it, hair loss, entire hormone system messed up, and mercury in my body. I want the toxic bags removed asap. Please help.